Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they pulled up 5 sensors due to blood on sensor. The customer's blood glucose level was unknown. The customer mentioned that they received medical treatment due to site issue. The sensor will not be returned for analysis.